Event description:
Patient called to report a broken xia ti pa screw left in his vertebra. Surgeon has told him that as he is asymptomatic and the screw material is inert to there is no reason to remove the broken screw.